Event description:
It was reported that the ventricular pacing thresholds in- creased to between 2.0 v - 3.0 v, 0.8 ms then to 4.5 v, 0.8 ms. The pulse generator was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.